Manufacturer narrative:
(B)(4). The reported complaint was confirmed. During laboratory analysis, while the electronic patient gas system (epgs) was warming up the pst noted air was leaking from the external air input. The service repair technician (srt) tightened the nut on the compression fitting that connects the air filter to the housing. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The product surveillance technician (pst) reported that during routine testing of the device at the service center, air was found leaking from the external air input connection. There was no patient involvement.